Event description:
It was reported that during use the tubes are under filling with bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes. This occurred on 10 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: customer noted that the 2ml k2edta tubes are not filling up to the nominated (+/-10% of 2ml) fill volume. Blood collection practice: needle and syringe, blood is transfer by piercing tube cap and allowing tube vacuum to draw.

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos and video were evaluated and the customer¿s indicated failure mode for underfill with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#260774. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the tubes are under filling with bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes. This occurred on 10 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: customer noted that the 2ml k2edta tubes are not filling up to the nominated (+/-10% of 2ml) fill volume. Blood collection practice: needle and syringe, blood is transfer by piercing tube cap and allowing tube vacuum to draw.